Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a device upload processing failure was identified. A technical support specialist (tss) remotely accessed the station to verify the issue and identified multiple pending retries. Since the station was running in version 1.74, the retries were skipped, after which the upload process resumed successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device with upload processing failure there were no adverse events or injuries reported based on this event.